Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the inoperable keypad, caused by an intermittent connection. The unit in its received condition permitted power up, navigation, and pump run, however has limited keypad operation due to intermittent keypad response of the #1 and #2 key caused by a failed keypad. The remaining keys were functioning as expected. The keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump keypad was inoperable. Any patient involvement, injury or medical intervention is unknown.